Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's daughter/caregiver) reported that on (B)(6) 2015 at 7:30 a.m., the customer experienced confusion, dizziness, and symptoms suggestive of hypoglycemia. Caller further reported that an unspecified high reading was obtained on the adc blood glucose meter. Caller transported the customer to the emergency department of a local hospital where an unspecified reading of "over 60 mg/dl" lower than the adc meter was obtained on the hcp device. Customer was diagnosed with hypoglycemia and administered a glucagon injection and oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. On the 30-day initial report was incorrectly selected as 'product problem'. Correct selection is 'adverse event'. Has been selected as 'required intervention to prevent permanent impairment/damage (devices).